Event description:
The surgeon implanted a silicone lens model aq2003v and was removed without patient injury. It was indicated that the md decided to remove the lens due to the unstable capsule which was pre-existing. The md stated there was no product malfunction and the device did not cause or contribute to the poor support of the capsule. The model and lot numbers of the cartridge and injector are unknown.